Event description:
It was reported that upon deflation, the balloon fell off catheter's end. No patient complications were reported. However, there was speculation from the medical staff at the hospital that the balloon may still be inside the patient's body.

Manufacturer narrative:
Device evaluation: customer report was confirmed. The catheter was returned with the balloon and both proximal and distal windings missing from the catheter tip, and were not returned. (B) (4)